Event description:
Procedure: total lap hysterectomy. According to the reporter: the needle broke off during cuff closure on a total lap hysterectomy (tlh). The needle from a vloc reload broke and lodged in patient's vaginal cuff. The pt had to remain under anesthesia for x-rays and a general surgeon was called for a consult. It was determined that the needle portion would remain in the pt. The surgery time was delayed by more than 30 minutes. There was no unanticipated tissue loss. There was no tissue damage. There was no unanticipated blood loss of 500cc or more.

Manufacturer narrative:
(B)(4).